Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: (B)(4)/pxc201400, (B)(4)/pxc201000, and (B)(4)/pxa260300.

Event description:
On (B)(6), 2010, the patient underwent repair of an abdominal aortic aneurysm. On (B)(6), 2010, the patient underwent an ultrasound which revealed a type ii endoleak and a distal type I endoleak from the iliac extension limb. On (B)(6), 2010, the patient underwent a reintervention where coil embolization of the right hypogastric and additional contralateral leg component was implanted. The endoleaks were resolved and the patient tolerated the procedure.